Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a car accident and got rear ended on (B)(6) 2016 but says the healthcare provider checked the device after and there was no damage to it. Caller asked about getting a rechargeable system, since they were not expecting to have to change out the ins on (B)(6) 2016 and had thought it would last longer than that. Caller says that the patient's implant "was a success, his hands curled until he got the ins and says it has helped his mood alot". Caller reports that "its a tradeoff because it does help him, but since he had the implant his speech isn't as clear you could tell right after his first implant ((B)(6) 2012) but after the car accident it was even more noticeable. If he takes his cinamet his speech really suffers and alot of people think hes drunk but since the months since the car accident the speech did get alittle better". Caller said that the patient started having falls shortly after this car accident as well in 2016. Trauma/falls reported that could be related to the issue include the motor vehicle accident. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated they had a loss of therapy around the time of their accident. They were prescribed capibopa [carbidopa?] But it wasn't enough and they froze up during a bike ride the day before their replacement surgery and a police officer brought them home. Refer to (B)(4) for details pertainingto the pain at the incision site after surgery and training while on medication.